Event description:
It was reported that during a minimally invasive procedure for hemorrhoid procedure, the staple fired but the blade of the gun did not advance. There was difficulty removing the device and the staple line was incomplete. The case was completed using sutures. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: how far above the dentate line was the device/purse string sutures placed? 3 cm above the dentate line. When the device was fired, where was the indicator within the green zone/gap setting scale? Yes , it was within the gap setting scale . How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch sound. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After closing the device, did the surgeon wait 30 seconds prior to firing? Yes . Was there any difficulty removing the device from the tissue? Yes , he has removed the stapler by cutting mucosa & submucosa manually. After firing, did the surgeon wait 20 seconds prior to opening? Yes. After firing, was the safety re-engaged prior to removal? Yes. Was the staple line examined using the anoscope or other instrument? Yes , but only at 6 to 2 o'clock staple line fired . No staples at 2 o'clock to 6 o'clock portion. Was excised tissue/donuts removed and inspected for circumferential completeness? Yes , but its was only half donuts. What degree of hemorrhoids did the patient have? Third degree. Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. What is the current status of the patient? Patient is ok. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that to remove the device after a complete firing stroke, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference the instructions for use for additional information. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.